Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incidents was 30 mg/dl. The customer was admitted to the hospital on end of (B)(6) early of (B)(6). Customer cause of hospitalization was low blood glucose. Customer was wearing the pump at time of hospitalization. Customer was advised to monitor pump and blood glucose.